Event description:
Customer reports the softclix plus lancet does not puncture his finger. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Upon evaluation by the manufacturer, it was confirmed the lancet does not retract. Requested return of suspect device and replacement was sent.